Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and the pump shutting down. Additionally, it was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.